Event description:
In 2001, pt suffered middle otitis and cephalalgia. Twenty-four hours later pt began with tonsillitis. The pt was admitted to a hosp. Pt entered into a coma state and was transferred to another hosp, where they did a lumbar puncture. Three days later, pt died and the final diagnosis was meningitis by pneumococcus. The info was supplied to the implant surgeon by the parents.